Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported the insulin pump was turned off, he changed the battery, and the device was still off. During troubleshooting, customer stated the insulin pump had not been bumped, dropped, or exposed to moisture, and there were no signs of physical damage. The battery compartment and spring was neither damaged or corroded. The customer stated he had already attempted to resolve the issue with three separate batteries and the display did not return. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.